Event description:
It was reported that the distal tip of the arthroscopic shaver broke off into the surgical site. The incision was opened wider (approximately 1") to retrieve the piece. The procedure was completed successfully. It was confirmed that the patient was in good condition following the surgery.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. However, the distal tip of the inner shaft that was broken off was not returned for evaluation. Biological material was observed on the distal tip of the device, indicating the device was used clinically. The distal tip of the inner shaft was observed to be broken and detached, but was not returned for inspection. Galling was observed on the inside the distal tip of the outer shaft. The results of the investigation performed indicated that the returned device was observed to have a broken/detached distal tip on the inner shaft, substantiating the facility¿s reported issue. Based on the damage on the distal tip, and the galling inside the distal tip of the outer shaft, the most likely causes for the reported issue were determined to be: the arthroscopic shaver may have come into contact with staples, clips or another metal object, resulting in damage to the blade; and/or excessive lateral forces exerted on the device during clinical use may have caused the teeth of the inner shaft to contact the cutting edges of the outer shaft, causing the teeth to catch on the outer shaft as the device rotated, and the observed galling and damage to the device. Product surveillance will continue to monitor complaints of this type for adverse trends. A review of the lot control sheet (lcs) indicated that all required inspections and tests were conducted on all arthroscopic shavers in the lot in question indicating that the instrument was in working condition when released from stryker® sustainability solutions. The instructions for use (IFU) for arthroscopic shavers (as) states the following applicable warning related to this failure mode: "do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." "Do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." This report is being filed due to an incision needing to be widened to retrieve the broken tip of the device.